Manufacturer narrative:
Evaluation: visual inspection of the returned cartridge and injector shows that there is no visible damage. The lens was returned and visual inspection shows that the lens is torn into pieces. Clear surgical residue/debris on the product. Conclusion: the cartridge was the cause to the lens tearing.

Event description:
The reporter stated that the surgeon inserted a 4.0 diopter aq5010v three piece silicone lens and the lens tore in half. The lens was removed without enlarging the incision. No patient injury. The cartridge was the cause of the lens tearing.